Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
We received a copy of the customer's medsun report from FDA which states " staff called and stated IV pump was burning and smoke was coming out of it. It was on a patient, they removed it from the patient and I had them quarantine it and now it is in my shop. Upon investigation of the pump, I noticed that the latch mechanism that hooks the pump to the brain was burned and melted, it was also wet. I called the staff and they stated it got wet after they were alerted that the unit was smoking in a frantic attempt to remove the bags attached to the unit and the patient as quickly as possible. There was no patient and/or healthcare provider harm. This has happened 3 times in the past. The last preventive maintenance was done approximately 4 months ago." The customer reported a vague reference in a medwatch report to an event where smoke was visualized during an unspecified infusion. Although requested, additional information has not been provided.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
We received a copy of the customer's medsun report from FDA which states " staff called and stated IV pump was burning and smoke was coming out of it. It was on a patient, they removed it from the patient and I had them quarantine it and now it is in my shop. Upon investigation of the pump, I noticed that the latch mechanism that hooks the pump to the brain was burned and melted, it was also wet. I called the staff and they stated it got wet after they were alerted that the unit was smoking in a frantic attempt to remove the bags attached to the unit and the patient as quickly as possible. There was no patient and/or healthcare provider harm. This has happened 3 times in the past. The last preventive maintenance was done approximately 4 months ago." The customer reported a vague reference in a medwatch report to an event where smoke was visualized during an unspecified infusion. Although requested, additional information has not been provided.